Event description:
It was reported that the bd eccentric tip syringe with the bd precisionglide¿ needle experienced leakage past the stopper. The following information was provided by the initial reporter: medication leaked out from the side of the stopper.

Manufacturer narrative:
Investigation summary: one actual sample without packaging was received by our quality team for evaluation. From the returned sample, the team observed an unknown solution in between the stopper rib. No abnormality was observed on the stopper, and the sample was subjected to leakage testing and passed the specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. There is currently a daily quality assurance routine leakage testing inspection in place to check for syringe leakage. As the sample passed the leakage testing, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.